Event description:
It was reported that prior to a chronic catheter placement procedure and when the catheter was attempted to be flushed, the device was allegedly noted to be occluded and could not be flushed. There was no patient contact.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history record could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one broviac s/l catheter, one introducer needle, one syringe, one j-tip guidewire in a guidewire hoop, one 4.5fr peel-apart sheath and vessel dilator, one luer cap and one empty guidewire hoop were returned for evaluation. Gross visual evaluation and functional testing were performed. The investigation is inconclusive for the reported occlusion and flushing issues as the exact circumstances at the time of the reported event are unknown and the sample evaluation results indicating difficulty under laboratory conditions are not by themselves sufficient to confirm this event occurred under clinical conditions. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a chronic catheter placement procedure and when the catheter was attempted to be flushed, the device was allegedly noted to be occluded and could not be flushed. There was no patient contact.